Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va29nar, implanted: (B)(6) 2020, explanted: (B)(6) 2021 , product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 21-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient said that they had been having pain in their buttock which had started 3 inches down from where the ins was implanted. The patient said that they hadn't been able to sit on that side because if they did, they would get a sharp pain that felt like they were sitting on glass. The patient had contacted their health care professional (hcp) who had recommended that the patient turn the stimulation off and reviewed that the stimulation might have been too high. The patient said that as soon as they turned the stimulation off the pain went away. It was noted that the patient hadn't had any falls, trauma or change in activity. The patient turned the stimulation on and they increased to 3.1 but they weren't feeling stimulation and they didn't feel the pain. It was reviewed with the patient that base effectiveness should be based on symptoms and that patient opted to decrease the stimulation to 1.6 and monitor pain and symptoms. The patient was going to follow up with their health care professional (hcp) to discuss changing programs if needed. The patient & technical services (pats) agent did not ask about the circumstances that led to the reported issue. No further complications were reported at this time. Additional information was received. The patient stated that the healthcare provider (hcp) office was unsure of why they were not feeling stimulation. The issue is resolved and there are no issues with the output. No further complications were reported. Additional information was received from a manufacturer representative (rep). The rep reported that the patient had experienced painful stimulation, followed by a complete lack of stimulation/sensation. An x-ray showed that the lead had migrated out of the sacrum. The rep indicated that the patient may have had a possible fall, but the patient did not remember if this happened before or after they started having issues with their device. Reprogramming was performed, x-rays were taken of the lead, and a lead revision was performed. The issue was resolved at the time of the report.